Event description:
It was reported that during surgery for a valve replacement and maze procedure, the rv (right ventricular) lead was damaged and was found to have perforated the heart at some point. It was also reported that the atrial lead was dislodged. Both leads were explanted and replaced. During the lead replacement procedure, the ventricular setscrew could not be manipulated into a workable position, so the device was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however a setscrew was noted to be loose/detached.